Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) had only approximately 4 years of battery life left. It was noted that the output was too high and that the ipg had migrated in its initial pocket position above the muscle. The ipg was repositioned under the muscle. The patient also reported the right ventricular (rv) lead is drawing high voltage from the battery, and that the pacing had failed previously. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.